Event description:
It was reported that a user of the ilet experienced hyperglycemia after a meal, with blood glucose measured at 400 mg/dl and trending down to 398 mg/dl, later to 312 mg/dl; the user confirmed meal announcement, received corrections, reported no supply issues, and disclosed extending the cartridge and infusion set wear beyond recommended intervals until performing a full supply change as advised. Investigation included customer counseling and troubleshooting regarding infusion set and cartridge change frequency and execution of a full supply change. Investigation of this case revealed no device malfunction and suggested that prolonged infusion set wear could have contributed to elevated glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia managed at home without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.